Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
It was reported that the customer inserted a new sensor in the morning after 2 hours of calibration. Customer's blood glucose was 3.5 mmol/l. Customer had no signal sensor and no electrode. The sensor will be returned for analysis. Customer will be sent a new sensor. The sensor needle was also hard to remove.